Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Extensive damage was noted on the distal end of the catheter, 110-124cm from the hub. The catheter was badly flattened and twisted. The catheter was broken 124cm from the catheter hub with the braid exposed. The inner braid was still intact, holding the shaft together, however the outer shaft had completely split. A coating confirmation test confirmed the presence of coating all along the catheter shaft, however, severe coating damage was noted all along the coated length of the catheter. A 0.0184" mandrel was inserted through the proximal end of the catheter. The mandrel became restricted 110cm from the proximal end due to the extensive damage on the catheter shaft. The mandrel would not pass this point. A 0.038" guide catheter was flushed with water. The complaint catheter was then passed through this guide catheter. Resistance was experienced at this point due to the damage to the catheter coating. All dimensions which were measured were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is determined to be user related as continuous flush was not maintained as directed in the dfu. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6)-2010. It was reported that during a trans-arterial embolization treatment procedure, catheter insertion difficulties occurred. The physician was attempting to insert this renegade hi flo catheter through another manufacturers' 5fr guide catheter. The anatomy in which the catheter was being advanced was very tortuous. Continous flush was not maintained between the renegade catheter and the guide catheter. The physician was unable to insert the renegade into the guide catheter. The procedure was completed with another renegade catheter. No patient complications were reported and the patient's status is good. However, product analysis revealed a shaft break.